Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. Device history lot: null. Device history review: null.

Event description:
Translated litigated record received. Litigation alleges elevated blood cobalt levels in which the laboratory tests carried out from year 2012 to 2016. On (B)(6) 2014, ultrasound scan revealed echogenic fluid build up in the anteromedial recesses of the joint. Doi: (B)(6) 2008; dor: not stated that there was a revision.